Manufacturer narrative:
Following the submission of the initial report, it was discovered that a duplicate medical device report with manufacturer report number 3003288808-2019-00918 was submitted relating to this event. As further information pertaining to the event and investigation is received the report with manufacture report number 3003288808-2019-00918 will provide the additional information. This file related to manufacturer report number 3003288808-2019-00947 will be closed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A center director reported a patient with iritis in the right eye one month post lasik. The patient noted distance vision is blurry. Topical steroid dosage was increased. Additional information has been requested.